Event description:
Pt states that the pump is alarming for low battery and then resets all settings to zero and clock to 1/1/1. Pump will not proceed beyond that screen. This required no physician or hospital intervention. Insulin injections were administered at home.